Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that patient presented with a lead close to the surface of the skin. The lead has not broken through the skin. A new lead was placed. Issue resolved.

Manufacturer narrative:
Concomitant products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 20-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.